Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2023 it was reported by the patient that 10 infusion sets fell off during use. The event occured within last 6 months. The infusion set was in use for less than 2 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.